Manufacturer narrative:
This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in (B)(6), this patient experienced valve thrombosis. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review of the available information was performed. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the aats/sts guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. As reported in the post-market study, this study patient experienced valve thrombosis. The patient is a 66 year old white male, nyha iii. By protocol, he is the recipient of an onxan or onxane model on-x valve in the aortic position. He had prior cardiac surgery in 1991, an aortic valve replacement (with a prosthetic valve which was now being replaced due to dysfunction) and in 2001 a pacemaker was placed. Postoperatively, he did not receive another pacemaker but was reported to have thrombosis from which he recovered. No other information is available following this observation and the study protocol limits adverse event reporting to 14 days postop. Because the reporting period is within 14 days of the date of surgery, the thrombosis had to have happened within this timeframe. Since the data indicates that the event was resolved also suggests this was an acute situation quickly remedied. But we have no additional information on the nature or location of the clot, so there is not enough information to say what, if any, relationship this event has to the valve. Nevertheless, the instructions for use lists thrombosis as a potential complication following aortic valve replacement (avr) [IFU]. Thrombosis is a rare, but known potential complication following aortic valve replacement surgery, but information describing nature and location of this clotting is not provided and so we do not have enough information to know what, if any, relationship the thrombosis has to the valve. Based on the available information, root cause for this event is unknown. No further action is required at this time without additional information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced valve thrombosis. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6)2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.